Event description:
Pt implanted with matrix construct at l4-pelvis on (B)(6) 2011. Pt complained of pain and x-rays showed on one side of the construct that two locking caps had come off postoperatively at the pelvic level. Pt underwent hardware removal of only one side on (B)(6) 2012. The other side of the construct remained untouched. Unk if the hardware removal was on the right or left side. The one side that was revised consisted of double rods along with locking caps, screws and a transconnector. A total of two locking caps, two screws, one transconnector and two rods were removed. One of the double rods had been cut and removed. The other rod was removed without being cut. During hardware removal, it was noted that one of the screws did not have good bone purchase. A femoral strut (allograft) was used in the original surgery on (B)(6) 2011. The femoral strut was found to have shifted position and was removed and replaced. Pt was re-instrumented from l4-pelvis. This is the 4th of 6 reports submitted on this event. Two of the six reports were previously submitted.

Manufacturer narrative:
Investigation of device is still in process. The screws were examined and appeared to be functioning normally. The heads had good polyaxial mobility and the inner collets were in the correct position and could move freely. The locking cap was tightened to 10nm using the screws returned with the complaint. There were no obvious signs of the screw/cap assembly being loose, and by applying some force to the rod, it was confirmed that the construct would still have the ability to hold some amount of loading. One of the locking caps did show non-symmetrical deformation on the last few grooves at one end. This is an indicator that the rod did not fully contact the saddle on the underside of the locking cap. It is not possible to determine if this non-symmetrical wear occurred during initial tightening or as a result of a loose rod rubbing against it over time. There are several possible causes for improper rod seating, including severe rod curvature, excessive reduction load, or interferences with anatomy that block the rod slot. The screw heads could also have been lagged against the bone, removing their polyaxial motion and their ability to pivot to accept a curved rod. These conditions could lead to a locking cap that is not properly locked in the construct. It should also be noted that during the revision surgery, it was observed that the femoral strut implanted during the initial surgery had shifted position, causing the anatomy to move as well. The technique guide addresses proper rod placement to ensure optimal saddle to rod contact. Evaluation of the design shows that it is acceptable for the intended use and there is no indication of a design related issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.(B)(4): placeholder.